Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Visual and functional inspections were performed on the returned device. The reported inflation issue and leak were confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other similar incidents. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Based on the information provided, the reported difficulties appear to be due to operational circumstances of the procedure.

Event description:
It was reported that the procedure was to treat a lesion located in the anterior tibial artery. There were no issues noted during preparation of the 2.5 x 20 mm armada 14 balloon catheter; however, after advancement of the balloon catheter to the lesion, upon attempted inflation of the balloon, the balloon did not inflate and a leak of contrast was observed coming from the shaft. There was no resistance felt during advancement of the balloon catheter to the lesion. The device was removed from the anatomy and a new balloon catheter was used to complete the case. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.